Event description:
It was reported that the bipolar atrial lead impedance was 1032 ohms and the unipolar impedance was 236 ohms. The bipolar capture threshold was 2.75 v and sensing was 2 mv. At a follow-up six months previous, bipolar impedance was 745 ohms, the capture threshold was 1.75 v, and the sensing threshold was 3.5 mv. X-ray confirmed a lead fracture.